Event description:
Additional information received reported that the patient's pain was still present and their next refill date was scheduled for (B)(6) 2016. Due to the problems the patient was experiencing the patient would like to replace instead of just refill. The patient believed the pain in the pocket was related to the trouble finding the port, the moved pump and the scar tissue buildup. The pain was constantly in the area of the pump but also in the pelvic and stomach area where the pump was implanted.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-03, information was received from a patient receiving bupivacaine (100 mg/ml at a dose of 2.297 mg/day) and morphine (30.0 mg/ml at a dose of 6.892 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient's healthcare professional (hcp) had trouble finding the port. The patient had to go in for a second time to "get the port." The hcp stated the patient had built up scar tissue and the pump had moved. The patient noted having pain around the pump beginning in (B)(6) of 2015. The patient had reported this to their orthopedic hcp and would report it to their neurosurgeon when they saw them. Additional information has been requested regarding diagnostic performed, actions/interventions occurred and suspected cause, but it was not available at the time of this report.